Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the bioid device required a witness for every login and displayed a maintenance-required status. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier (bio ID) device required witnesses for every login. A field service engineer (fse) checked the universal serial bus (usb) sleep mode and confirmed it was functioning correctly. The usb cable was reseated. Fast startup and hibernation were found to be enabled and were disabled by running powercfg -h off. The user tested the device afterward, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.